Event description:
It was reported that the pump was not exposed to extreme temperatures, but multiple temperature alarms occurred. Customer cleared the alarm to address the issue. Customer¿s blood glucose (bg) level was ¿high¿ (specific bg value was not provided). Customer administered correction bolus of insulin to address high bg.